Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant stent graft system was implanted in the patient for the endovascular treatment of a 69mm diameter abdominal aortic aneurysm. Heli-fx endoanchors were implanted. The aortic neck was 24.8mm in diameter below the renals, 10mm below the renals it was 33.8mm, at 15mm it was 44.8mm and at 20mm it was 48.9mm in diameter in diameter with a length of 13mm and angulation was 43 degrees. It was reported that a CT scan showed there was migration and type ia endoleak. The decision was made to perform coil embolization and implant the endoachors and the event was successfully resolved. The physician stated the event was aneurysm related. The event resolved. No additional clinical sequelae were reported and the patient is fine.